Event description:
It was reported to boston scientific corporation that a dreamtome 44 sphincterotom was used during a procedure. According to the complainant, the device failed to bow. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4) relates to device problem code 3024 for the event: catheter torn. Visual evaluation of the returned device presents the working length twisted, the cutting wire blackened and the distal pierced hole melted/torn, this last condition displaced the cutting wire about 10mm. The rx channel is extended and torn. The cutting wire was displaced and was found shorter due to the condition of the catheter this impedes the unit to bow. Review and analysis of all available information indicated the most probable root cause for this event was operational context as procedural or anatomical factors could have affected the device integrity and performance. The device history record review found the device met all manufacturing specifications.